Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for malignant pain. It was reported that the patient had an infection at their pump pocket only. External factors that may have contributed to the event included that the patient had cancer so their immune system was com promised. Cultures were taken and the pump was removed. The explanted pump was discarded as the company representative was not present at the explant. The issue was resolved. The patient's weight and medical history were asked but unknown.